Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. A product development evaluation was completed: the articles were received in a condition with obvious no damage. We attached/detached different drill bits to/from the returned screwdriver shaft and the complaint cannot be replicated. The upper lid of the screwdriver shaft seems to be functional as it is intended. The user technique during the assembly may cause this problem. Another indication is, like described in the device report that the two articles got used regularly where it is normal to have constant wear and tear. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a patient underwent an upper and lower jawbone osteotomy on (B)(6). The 90° screwdriver was used during the sagittal split ramus osteotomy (ssro) procedure on the lower jawbone. When attaching and detaching the drill bit and the screwdriver shaft, the upper lid of the shaft tip came off. Two shafts were not used due to the same failure. The operation was completed using a drill with a cutting bar attached. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device used for treatment not diagnosis. A review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The part was not returned for evaluation. No conclusion could be drawn, as the part was not received.